Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The revision reported may have been the result of prosthesis wear and subsequent osteolysis after being implanted for over 10 years. However, this cannot be confirmed and possible contributions from user or patient related considerations to the event could not be assessed because the components were returned for evaluation, and no relevant clinical information, images, radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. Concomitants: 200-02-38 three peg patella, 38mm 2157776 200-04-54 cemented finned tray 5f/4t 2311274 230-02-05 cr cem. Femoral size 5, left 1946092.

Event description:
As reported, approximately 10 years and 5 months post initial left total knee arthroplasty (tka), the patient presented with pain in the knee and a bone scan showed "heat on knee". The patient was scheduled for revision due to suspected poly wear. All implants were removed due to osteolysis and the patient was implanted with a revision knee. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.